Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23 millimeter (mm) transcatheter bioprosthetic valve was implanted within an existing 21mm non-medtronic surgical valve. After deployment, the patient was hemodynamically stable. The physicians wanted to post-dilate with intention to fracture the surgical valve due to the residual gradients of 23-25 millimeters of mercury (mmhg). There was concern for the left ventricular outflow tract (lvot) and potential conduction issues. A post dilation was performed with a 21 mm non-medtronic balloon with the shoulder below the ring. As reported, the clinical team stated that the middle of balloon should be at the surgical aortic valve ring. The physician acknowledged but continued as it was felt a higher placement was better for this case. During pacing, the pressures dropped as expected. The post-dilation balloon inflated well, but then watermelon-seeded and dislodged the transcatheter valve. The transcatheter valve was snared to the ascending aorta away from interaction with native aortic and surgical aortic valve leaflets and to allow for perfusion the coronary and carotid arteries. As result of the balloon popping up during dilation, the surgical valve did not fracture. The patient had been followed by the physicians and prosthesis mismatch also was reported. Two days following the valve implant, surgical intervention was performed to explant the transcatheter valve and implant a surgical valve. The patient was stable and discharged. No additional adverse patient effects were reported.